Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following a non-device related procedure the patients ipg was having communication difficulty with the remote control (rc). The explanted battery was not return as it was not released by the hospital. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.